Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. There as no reported impact tot the customer's blood glucose level. Reportedly, the customer changed their infusion set site to resolve the issue.